Event description:
Meter would only prompt an error 1 message while attempting to test. The patient reported symptom of nausea while attempting to test. Patient visited the physician for testing but was unable/unwilling to state if any treatment was given. Result at the physician was 162 or 163 mg/dl. The issue was not resolved with troubleshooting. No further information has been reported.